Event description:
The customer observed a falsely elevated magnesium result generated by the alinity c processing module for a patient. Upon repeat testing, a normal result was obtained. The following data was provided: reference range: 1.8 to 2.6 mg/dl. (B)(6) 2026: first run: no result due to aspiration error. Second run: magnesium result = >7.8 mg/dl. Third run: magnesium result = 2.4 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.